Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with an infection on the left chest. The patient had a pimple on the left chest two weeks prior which was positive for staphylococcus but blood was negative for staphylococcus. The patient's pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted. A new system was implanted on the right side. The physician did not allege that the infection was device related. The patient was stable. Related manufacturer reference number: 2017865-2019-06393; related manufacturer reference number: 2017865-2019-06399.